Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that metal part of endo therapy accessories or cleaning brush touched to the biopsy channel port during insertion or withdrawal of them. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to omsi. Omsi checked the subject device and found that the reported phenomenon was caused by physical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of (B)(4), it was found that the instrument channel port was shaved. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.